Manufacturer narrative:
Per the t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the pump was 12 hours ahead. Blood glucose level was 600 mg/dl. Customer changed out infusion set twice and used manual insulin injections to correct the elevated bg level. Customer corrected time on the pump.